Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-may-2026, a distributor reported via email that an ar-3636h self bunching 1.8 knotless hip fibertak soft anchor experienced an issue during a procedure. While passing the suture around the labrum, the working suture was observed to have cut in half, requiring the use of a second anchor to complete the procedure. This was identified intra-operatively on (B)(6) 2026, with no reported patient harm.